Manufacturer narrative:
Concomitant medical products: 6947-58 lead, implanted: (B)(6) 2007; 5076-52 lead, implanted: (B)(6) 2006. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported having blacked out and thought it could have something to do with the device. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.